Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is set to show 2 ECG waves, but it is only showing one wave, and the other is flat for the patient. They used a new lead set. It displays this way in hiq view and when the patient is on the g9 bedside monitor. No waves visible in full disclosure (historical data) except for lead 2. The settings appear correct. Tech support (ts) had them swap out bsm-1700 to see if it fixes the issue. When they swapped it, they were able to get the two waveforms needed. Therefore, it seems that the bsm-1700 was causing the issue, customer would like to exchange out the bsm-1700 which was being used with the g9. There was no error message and no alarm for the issue with only one lead being displayed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: on (B)(6) 2022, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on (B)(6) 2022, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: on (B)(6) 2022, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical products: concomitant medical device: the following device(s) were being used in conjunction with the bsm. Central nurse's station model: cns-6801a; sn: (B)(4). Device manufacturer date: 07/17/2020. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is set to show 2 ECG waves, but it is only showing one wave, and the other is flat for the patient. They used a new lead set. It displays this way in hiq view and when the patient is on the g9 bedside monitor. No waves visible in full disclosure (historical data) except for lead 2. The settings appear correct. Tech support (ts) had them swap out bsm-1700 to see if it fixes the issue. When they swapped it, they were able to get the two waveforms needed. Therefore, it seems that the bsm-1700 was causing the issue, customer would like to exchange out the bsm-1700 which was being used with the g9. There was no error message and no alarm for the issue with only one lead being displayed. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was set up to show 2 ECG waveforms, but it was only showing one while in hiq view and when the patient was on the g9 monitor. They were using a new lead set. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was set up to show 2 ECG waveforms, but it was only showing one while in hiq view and when the patient was on the g9 monitor. They were using a new lead set. No patient harm or injury was reported. Investigation summary: the device was sent in for an exchange and to be evaluated. Nihon kohden repair center (nk rc) was unable to confirm the reported issue, however, there was a functional issue and damage found to the pump and solenoid, which can lead to functionality issues with the device. Nk rc replaced the following damaged parts, (9000065060, pump assembly-bsm-1700, 9000066941, tds-2xv05b-701-bsm-1700 (solenoid) and 6124911221-label - nellcor logo), to resolve the issue. The device was then subjected to post repair testing and inspection and passed, meeting specifications in all areas. Nk was able to confirm the reported issue was due to damaged/malfunctioning pump/solenoid components, which are parts that are expected to have wear and tear over time. Malfunctioning pump/solenoid components can cause functionality issues and lead to the reported issue. Nk was able to provide the customer a replacement/exchange device to resolve the issue. During a review of the device history, this was the only issue found for this device at this facility, in the past (3) three years. The following fields contains no information (ni), as attempts to obtain the information was made, but not provided. Attempt #1: 08/19/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 08/29/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 08/30/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device was used in conjunction with the bsm. Central nurse's station: model: cns-6801a. Sn: (B)(6). Device manufacturer date: 07/17/2020. Unique identifier (UDI) #: (B)(4) . Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.